Event description:
The customer reported the system's fluoroscopic beep continued after the exposure button had been released. The customer's description is indicative of a system lock up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.